Manufacturer narrative:
Product ID: 3389-40, lot# 0209522893, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient developed a deep brain stimulation (dbs) system infection, which required a complete system removal including brain leads. The issue was resolved at the time of this report. It was noted the patient was sore around the extraction areas. If additional information is received, a follow up report will be sent.